Event description:
It was reported by the rep that the one al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the device would not fire. The case was completed by opening another al326. There was no pt complication.